Event description:
It was reported that the patient presented with unstable angina. An angiogram revealed a total occlusion in the distal right coronary artery (rca), 90% stenosis from the ostium to below the bifurcation of the obtuse marginal 1 (om1) coronary artery, and 80% stenosis in the proximal left circumflex (lcx) coronary artery. The de novo lesion in the mildly tortuous distal rca was pre-dilated with unspecified 1.5x10 and 2.0x10 semi-compliant balloons inflated to 8 atmospheres (atm) followed by deployment of a 2.75x28 rx xience prime stent at 13 atm. The non-calcified, de novo lesion in the moderately tortuous om1 was pre-dilated with the same 2.0x10 balloon inflated to 10 atm followed by deployment of a 2.5x33 rx xience prime stent at 12 atm. The eccentric, de novo lesion in the mildly tortuous lcx was pre-dilated with the 2.0x10 balloon inflated to 10 atm followed by deployment of a 3.5x18 xience v rx stent at 14 atm. There was no difficulty deploying any of the 3 stents, no resistance felt with any of the stent systems during advancement or retraction, and the resulting stenoses were 10% and timi iii flow for all three vessels. There were no adverse patient effects during use of any of the three stents with the exception of the following: when deploying the 3.5x18 xience v rx stent, the patient experienced bradycardia and immediately arrested on the table. The patient was resuscitated via cardioversion, intubated, then transferred to the intensive care unit (ICU) on ventilator support, followed by transfer to cardiac ICU while still on ventilator support.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. At 9pm, the patient experienced an acute myocardial infarction (ami), bradycardia, and expired; the vessel location of the ami was unable to be confirmed. There was no clinically significant delay during the procedure. No additional information was provided. Concomitant products: stents: 2.5x33 rx xience prime; 2.75x28 rx xience prime. There were no reported product deficiencies. The reported patient effects of bradycardia, myocardial infarction, and death are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.